Event description:
A report was rec'd that the pt was experiencing pain around the ipg site. The pt underwent a pocket revision procedure where the ipg was moved to a different location.

Manufacturer narrative:
This is the final report.